Event description:
Boston scientific received information that the device declared elective replacement indicator (eri), then approximately four months later, declared end of life (eol) due to an extended charge time measurement. It was reported that the patient implanted with this device system missed a follow up appointment between those dates. Technical services was consulted and discussed that maximum energy shocks are available. The boston scientific sales representative was to discuss with the patient's physician. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.